Manufacturer narrative:
Visual inspection of the catheter showed there was body fluid on the handle, main body tubing an distal end. Dried saline was also present on the distal end and inside several irrigation ports. Inspection of the steering knob and tension control knob revealed proper function on both lock and unlock positions and no abnormal resistance was felt when actuating the steering mechanism. Electrical continuity checks revealed no open or short circuits, as checked manually using a multi-meter and breakout box. All electrode, sensor, and thermocouple resistances measured in specification and were typical. The catheter lumen failed leak testing and x-ray demonstrated dried fluid debris next to the lumen inside of the handle. The handle was then dissected. Dried saline was present at the adhesive joint where the lumen exited the irrigation tubing. A metriq pump was connected to the irrigation line and within seconds of running at a 30ml/min flow rate, a saline drop formed at a leak in the adhesive joint.

Event description:
This event is reportable based upon analysis completed 12/20/2019. It was reported that signal noise occurred. During an ablation procedure for paroxysmal atrial fibrillation, while in the left atrium, there was signal noise associated with the distal & proximal ablation and mini-electrodes. When the rf energy was transmitted, a lot of noise occurred, so the signal could not be confirmed. The catheter was exchanged and the procedure was successfully completed without complication. However, returned device analysis revealed a leak in the adhesive joint between the lumen and the irrigation tubing inside the handle.